Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-04263. The pt ((B)(6)) was implanted with an ipg and surgical lead on (B)(6) 2010. It was reported that the pt is experiencing pain at the ipg pocket as well as in her chest area. In addition, since implant, she is reportedly experiencing dizziness and convulsion type symptoms. A consultation with the physician has been scheduled for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.